Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data confirmed the power consumption is increasing consistent with hydrogen degradation of a component, device replacement was recommended. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported.